Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from worsening right ventricular failure. The patient was put on hospice care and the family eventually elected to discontinue left ventricular assist device (lvad) support. It was noted that the device operated as expected and the death was not considered to be device related. No autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.